Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Confirmed critical pump error after battery installation. Unable to perform the displacement test, sleep current test, active current test, and self-test due to critical pump error. Unable to download history files and traces using thus due to severely corroded electronic assemblies. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, corroded battery tube, and harness vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), detached retainer, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, and corroded home switch. Confirmed critical pump error due to moisture damage on the electronic assemblies. Unable to download history files and traces due to severely corroded electronic assemblies. Confirmed cosmetic damage to the battery compartment and retainer ring. Unable to confirm unresponsive keypad, pump error 23, 24, 49, 53, and 68, frozen screen, and time anomaly due to critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump failed self-test and alarmed multiple pump errors, frozen display, time did not advancing. The customer's blood glucose value was unknown. Troubleshooting was performed for pump errors. The customer stated that the customer able to clear and rewind the insulin pump. Customer reported that the top clear o ring of the reservoir was missing or broke and reservoir was able to lock in place. The customer was advised to replace and to revert to the back-up plan. The insulin pump will not be returned for analysis.